Event description:
It was reported a pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure a 16fr non bsc sheath was placed and a watchman access system (was) was used to successfully implant a 24mm watchman laa closure device. Oozing was noted from the right groin upon removal of the was. Fem-stop was applied until hemostasis was achieved. The groin remained soft. The patient was stable and was transferred to recovery. The following day a pseudoaneurysm was noted at the right groin. A thrombin injection was done and one unit of platelets was also given for thrombocytopenia (platelets less than 50). The patient was discharged four days post implant procedure.